Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection and changed supplies to address elevated blood glucose. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered and that the pump did not annunciate audible tones for a continuous glucose monitor (cgm) alert. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.